Manufacturer narrative:
One sample was received for assessment however the dressing had previously been opened and separated from the carrier paper preventing a more thorough investigation however we have received complaints of a similar nature. A complaints history review for this product and issue combination was run but no other complaints of this nature have been received. The manufacturing line where iv3000 window frame is produced was part of a continuous improvement project. This project included some modifications to the manufacturing line to improve the consistency and presentation of both the adhesive film and the window frame carrier paper. At the same time improvements were also made to the production line that produces the raw material used to manufacture the final product. This work included an upgrade of the sensors used to control the tension within the bulk rolls. As well as this a reduction in the overall length of the rolls was implemented as this also helped to reduce the faults occurring in the final product a combination of the upgrade and modification to the manufacturing lines has shown measurable improvements in the consistency and quality of the product.

Manufacturer narrative:
One sample was received for assessment however the dressing had previously been opened and separated from the carrier paper preventing a more thorough investigation however we have received complaints of a similar nature. A complaints history review for this product and issue combination was run but no other complaints of this nature have been received. The manufacturing line where iv3000 window frame is produced was part of a continuous improvement project. This project included some modifications to the manufacturing line to improve the consistency and presentation of both the adhesive film and the window frame carrier paper. At the same time improvements were also made to the production line that produces the raw material used to manufacture the final product. This work included an upgrade of the sensors used to control the tension within the bulk rolls. As well as this a reduction in the overall length of the rolls was implemented as this also helped to reduce the faults occurring in the final product. A combination of the upgrade and modification to the manufacturing lines has shown measurable improvements in the consistency and quality of the product.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that the dressing was never used by the patient, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that when the customer removed the carrier#2, the film dressing adhered to the carrier#2 and got peeled off from the frame, so it was impossible to use.